Event description:
Blurred speech [dysarthria]. Weakness on the side [hemiparesis]. Case description: spontaneous report was received on (B)(6) 2012 from a physician and nurse via sales rep regarding a male pt (age not provided), initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2012, the pt received treatment with synvisc one (hylan g f 20) injection, at a dose of 6 ml once. The lot number for synvisc one was not provided. On an unspecified date in 2012, the pt experienced slurred speech and weakness on one side. The company assessed both the events as medically significant. The customer for the events of slurred speech and weakness on one side was not provided. Relevant concomitant medications were not provided. The intensity for the events of slurred speech and weakness on one side was not provided. It was reported that "the orthopaedic surgeon referred the pt to a neurologist. The neurologist said there was no evidence of stroke and suspected it was reaction to something he had taken and the only thing suspected was that it was synvisc one."

Manufacturer narrative:
As only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.